Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files confirmed system notices 50024 ¿vent system failure¿ and system notice 50013 ¿refrigerant level failure¿ on the date of the event. The reported power-up code was also analyzed, indicating a vent system failure. It was noted that the reported fluid in the console was resolved as it dried over time. In conclusion, the reported issues were confirmed through data analysis. These product issues are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The console remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, several system notices were received. The first system notice received indicated that there was a problem with the refrigerant port. The second system notice received indicated that the refrigerant level was too low to continue. The system notices were unable to be cleared and the console was rebooted. Upon reboot, a power-up system notice was received indicating that there is a problem with the system. It was noted that there was saline in the coaxial umbilical and that may have been introduced to the console. The console was further rebooted three times without resolve. The case was aborted and the patient was under general anesthesia. Additional information received indicated that test injections were performed with the console on a later date without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.